Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Blood glucose was not provided. The customer did not mention any symptoms. The customer did not mention clearly how they treated the high blood glucose. The customer stated they lost their meter leading to the hospitalization. No further details were provided. No troubleshooting was provided. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.